Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 269-300 mg/dl. The infusion set site was changed and a bolus was delivered. The customer thought bg might be related to hormones. During a pump system check a small air bubble was observed. The customer did not think the air bubble was a cause of the high bg and declined tandem technical support's offer to assist with priming the air out. The customer declined to change the infusion set as it was changed prior to the time of the report and high bg was resolved.